Event description:
It was reported that the patient's device was sounding an alert. Patient was in hospice and was reported to have died approximately 5 weeks after this reported event. The cause of death has been requested and not received. Follow up did reveal the patient had last been seen by the cardiology clinic in (B)(6) 2007.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 9/4/2010. Of note, the reportable serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on 12/10/2010. Information was subsequently received on 11/18/2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported that the patients device was sounding an alert. Patient was in hospice and was reported to have died approximately 5 weeks after this reported event. The cause of death has been requested and not received. Follow up did reveal the patient had last been seen by the cardiology clinic in (B)(6) 2007. Later reported a transtelephonic report had been sent and eventually able to rectify the beeping sound. Patient on hospice for end stage renal disease, chronic kidney failure, hypertensive heart disease, & chronic obstructive bronchitis. On (B)(6) 2010, the patients device was turned off and he died three days later.